Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection procedure, while closing the abdomen (fascie), the needle came off from the thread. They used the same suture with a different lot number to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.